Event description:
A complaint was received from a customer that reported that the "tops" of the display digits were missing. A request was made to return the system for evaluation and in the meantime a replacement unit was provided.